Manufacturer narrative:
It is unknown if the device is available for investigation.

Event description:
The event involved a ltxfr cystoscopy irr where the prong of the continuous bladder irrigation tubing set broke off after the bag was spiked and the prong was seen floating in the fluid of the bag. There was patient involvement, but the broken prong was noticed and the tubing or bag changed out before it reached the patient. There were no fragments passing through the tubing set. There was no adverse event, no delay in critical therapy.

Manufacturer narrative:
H10: the complaint of a broken piercing pin on the unknown list and unknown lot number could not be confirmed by investigation. No product samples, or videos were received for investigation. The one picture provided is blurry and it cannot be determined if the tip of the spike is broken. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.a device history review (DHR) could not be reviewed due to the unknown lot number.